Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 10-sep-2025, the user¿s mother reported an "alert 35" insulin occlusion but was unable to troubleshoot as the user was not home. She explained that the user had been off the ilet over the summer using multiple daily injections (mdi) and recently resumed pump therapy for the school year. The agent scheduled a training session for both the user and mother to review proper ilet operation and blood glucose (bg) management. Blood glucose (bg) was unaffected. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.